Event description:
It was reported that a patient experienced no stimulation sensation while her device was on. It was reported that the patient had a loss of therapeutic effect and has noticed an increase in "accidents" lately. The symptoms or event started after a fall. The patient had two falls, one on (B)(6) 2012 and one fall was a week prior to the report. The patient could not remember if symptoms return correlated to the falls. The location of symptoms was around the perineum area. It was stated that the patient tried to turn up stimulation but it was painful initially. There was a "stimulation sensation then quickly went away and she had accidents again."

Manufacturer narrative:
Product ID: 3889-28, lot# v188963, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).